Event description:
New information noted that the capture values were varying. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During the procedure, the lead exhibited low impedance. The lead was not used. More information was requested but not yet received.